Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The footswitch was manufactured on september 28, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the customer reported ¿stuck main pedal of foot switch¿ during the case. The procedure was cancelled and the affected part of the patient¿s eye was temporarily sutured. A vitreous hemorrhage was reported in association with the system. Patient¿s ocular history was listed as: ¿right eye (od) retinal tear, retinal detachment, and proliferative vitreoretinopathy.¿ additional information was requested. However, no additional information was able to be obtained. With the limited information, there is no way to conclusively determine what attributed to the reported event. There is no evidence that the system or the footswitch contributed or perpetuated the vitreous hemorrhages, as typically these occur as a preexisting condition.¿ technical services was contacted to by the customer address the footswitch issue. The customer was able to determine that the footswitch would be returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on september 28, 2013. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on october 4, 2013. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual evaluation of the returned sample found that the treadle was in a depressed position and would not return to the upright position; when manually raised, the treadle also would not stay raised. The returned footswitch was opened, which revealed that the spring was found to be disconnected. Refer to the attached image. The spring was reattached to the proper bearing then tested and found to meet manufacturer specifications per the service test procedure (stp). The root cause of the reported event can be attributed to the detachment of the spring. However, how or when this nonconformity occurred cannot be determined conclusively. There is no evidence that the system or the footswitch contributed or perpetuated a vitreous hemorrhages, as typically this occurs as a preexisting condition the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the footswitch stuck in the lower position during a vitrectomy surgery. The case could not be completed. Sutures were placed temporarily until the second procedure is scheduled.